Event description:
It was reported to medtronic minimed that the customer reported hyperglycemia, harm reported with no reported allegation of a device malfunction, possible under delivery anomaly. The customer reported blood glucose value of 157 mg/dl. The customer treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-342, mmt-442a, mmt-7040a, mmt-1884. Troubleshooting was performed and customer reported high bgs. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-442a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0876 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 35.55 units of normal bolus was delivered on (B)(6) 2024 between 00:02:37.000 and 23:58:00.000. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads - cracked, corroded battery tube, corroded motor home switch, and cracked case-corner of belt clip rails. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.